Event description:
It was reported that when using the bd pyxis¿ medstation¿ es m5-b, the main drawer 5 latch not fully closed. The drawer was not being recognized as closed. The customer noted no visible obstructions; however, the rear latch not fully engaged. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 had a latch that did not fully close, and the drawer was not recognized as closed. A field service engineer confirmed that the firmware update had already been applied to the station, ran firmware updates on other devices as indicated in the medstation performance analysis report (mpar), and then replaced the slide rails and readjusted the brackets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.